Manufacturer narrative:
Initial reporter: address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during dwell three of peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.